Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as white plastic that did not originate from the subject device - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation or breakage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus engineer reported on behalf of the customer, that when using an evis lucera elite colonovideoscope the air flow was low. The event occurred during the procedure. The procedure was completed with the same scope. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material (white plastic-like material) in the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (low air flow) was confirmed due to blockage. In addition to the foreign material (white plastic-like material) in the nozzle, additional evaluation findings were as follows: the light cover glasses were cracked, the light cover glasses adhesive was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive was worn, the insertion tube was stained, the aspiration housing color ring was worn, the air/water housing color ring was worn, the switch and the switch head were worn, there was uneven illumination, the hot and cold test had a misty image, angulation was out of specification, angulation is play, and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.